Event description:
Add'l info received from MFR 3/6/03: m3046a viridia m3 pt monitor (display). The customer reported that the nurse was transporting a pt on the elevator and the display failed when they exited the elevator. The monitor was re-started and the pt's condition was determined to be life-threatening. The pt arrested and resuscitation was initiated. The pt expired in 2002, unrelated to the incident. The results of co's investigation found that one of the nine rfi clips on the front side of the m046a metal chassis became detached causing a temporary short on the motherboard. The pt was in critical condition when transported in the elevator. During the 15 seconds required to reboot the display, the pt required resuscitation. Philips attempted to reproduce the reported failure mode by simulating strong mechanical shocks on a sample m3046a. However, the observed movement of the display in the test was insufficient to lead to detachment of the fri clip. Co is unable to determine the cause of the reported detachment. The hospital biomed repositioned the rfi clip and secured it to the metal chassis with a drop of silicone. The monitor remains in use at the hospital.

Event description:
During transport, monitor shut down. It was re-started and once active showed the patient's heart rate had dropped to 55. Pt was bagged and also started on compressions. Monitor dropping out delayed treatment to patient. Investigation on monitor found a ground clip from the front bezel assembly had worked loose and migrated to the main pc board causing a short and shutdown.